Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided charging supplies. There was no reported adverse impact to the customer¿s blood glucose level. New tandem charging supplies were sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.